Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient was revised due to mom complications: hip dislocation; alleged hematoma identified under the fascia layer; fraying on the neck component right.

Manufacturer narrative:
Complaint database was reviewed and no trend for item/lot was identified.